Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 921501.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed pressure transducer test during pre-use check. The reported issue has been confirmed during evaluation of received problem description, service report and log files. Moreover, during evaluation of the uploaded log files it was found out that also flow transducer test was failing, see logs-extraction below. The ventilator was investigated on site by our field service engineer (fse) who found that both o2 and air gas module's nozzle was defective. After replacement of the defective nozzles, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced gas module was not returned to us for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).